Event description:
It was reported that subacute thrombosis occurred. The 90% stenosed target lesion was located in the severely calcified proximal to mid left anterior descending artery. After cutting with a 1.5mm-2.0mm rota, pre-dilatation was performed with a 2.5-15mm wolverine balloon catheter. A 2.75 x 48mm synergy xd drug-eluting stent was advanced and implanted. Subsequently, post-dilatation was performed with a 3.0x12mm balloon catheter. However, fifteen days later, thrombosis occurred. At the time of stent thrombosis event, aspirin and clopidogrel were given as antiplatelet therapy. Information pertaining to treatment of the thrombosis was unable to be obtained due to covid restrictions.

Manufacturer narrative:
Age at time of event: 18 years or older.